Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that expired stryker product was shipped to the customer. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention and no adverse consequences as a result of this event.

Event description:
No new information.

Manufacturer narrative:
This supplemental report is being submitted to capture that this event is not reportable. Upon further investigation, it was determined that this event is unlikely to result in a serious injury.

Manufacturer narrative:
D4: full UDI added. D9: product returned to venlo. H6: the quality investigation is complete.

Event description:
It was reported that expired stryker product was shipped to the customer. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention and no adverse consequences as a result of this event.